Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and recurring insulin flow blocked alarm. The customer blood glucose level was 462 mg/dl at the time of incident. Troubleshooting was declined for high blood glucose level and insulin flow block. The customer also reported that the have tried all the remedies. The customer was treated with the manual injection. The insulin pump will be and the reservoir will not be returned for analysis.